Event description:
It was reported that this pacemaker had a software adjustment to the implanted device and instruction was given to call the technical support team due to the adjustments being made. Boston scientific technical services consultant (ts) referred the patient to the clinic. As of this time, this pacemaker remains in service. No adverse patient effects were reported.